Event description:
The user facility reported that during a tae for a rupture of hepatocellular carcinoma, a 0.035-inch radifocus guidewire was inserted into a side-holed glb. When the guidewire was being removed, the tip broke off at the tip of the sheath. Efforts were made to carefully retrieve the detached fragment using a 15mm diameter snare; however, it moved to the origin of the right deep femoral artery. Another attempt was made to retrieve the fragment in the same manner; however, since it had shifted to the periphery of the right deep femoral artery, it was deemed unnecessary to continue retrieval. Consequently, the embolization procedure proceeded without further retrieval attempts. Minor intervention was taken to address the incident. No possible residual disability was anticipated. The fractured piece remained in the patient's body (unretrievable). The procedure outcome was not reported.

Manufacturer narrative:
. G4: 510(k) number: k923607, k926214. The actual sample was discarded by the involved facility. Since the actual sample was not returned, analysis of it could not be performed. Since the product code and lot number were unknown, the manufacturing record and the shipping inspection record could not be investigated. Regarding the involved product, there have been no reported incidents attributable to the manufacturing process in the past two years. Since the product code and lot number were unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 22443441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.